Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 80% stenosis located in the diagonal branch-left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using another resolute integrity stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: a sheath and stylette were partially loaded on the device. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident from the 2nd to 18th distal stent wraps with struts raised, bunched and stretched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.